Manufacturer narrative:
Continuation of d10: product ID: b3301542; serial#: (B)(6); product type: lead. Product ID: b3400060m; serial#: (B)(6); product type: extension. Product ID: b3400060; serial#: (B)(6); product type: extension. Product ID: b3301542m; serial#: (B)(6); product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the patient was admitted on (B)(6) 2024 and had died on (B)(6) 2024. Follow up with the hco stated that the dbs device was correctly implanted and there was no report with the device or the implant surgery. After the surgery the patient received the visit from dr. (B)(6) and medtronic´s field clinical specialist and the device was turned on correctly, the patient was doing well and there was no complaint or report of any incident. The clinical specialist had run into the patient´s family at the hospital and they said to him that the patient was in the ICU because there was bleeding.

Manufacturer narrative:
The country of the event is (B)(6). B2. The date of death was not provided. B3. The event date is an estimated date (month/year valid). B5. The following device specific was provided: activa ins. D6a. The implant date is an estimated date (month/year valid). Alternative date is on (B)(6) 2024. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, user facility report #mw5150983 and mw5151115. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient has a long history of severe medical depression and diagnosis of essential tremor. They had previously received tecar (tranferencia electica capacitiva resistiva, meaning capacitive resistive electric transference). It is a diathermy (i.e. Deep tissue thermotherapy) about few months before. The patient had deep brain stimulation (dbs) targeting the posterior hypothalamus for essential dyskinesia. One day after the surgery (sagittal craniectomy on their entire scalp), they were sent home (travel by at least 45 minutes) and was not prescribed antibiotics. The day after being at home, the patient started having hemiparesis, uncontrol of sphincter/urinary incontinence, and apathy. The patient had some signs of right leg sort of plegia. The patient was taken back to the hospital and developed a brain edema and some sort of blockage in some brain arteries. They never put an intracranial release gauge valve. The family did not want to remove the device after the patient's death and the patient was cremated. The family member stated the device and other similar devices are contraindicated in people who have diathermia. They have information that unknown had illegally used the dbs device for non-approval FDA, not even under humanitarian use.